Event description:
The customer contacted abbott to report calibration failure for the axsym rubella lgg assay where error code 1018 (calibration check failure, cal a, result too high) was generated with a new lot of rubella reagent and a previously used lot of calibrators. The customer attempted to recalibrate with the new reagent and new calibrator lot, but obtained the error code 1001 (assay calibration failed). The customer was advised to replace the sample proble and upon recalibration of the rubella assay, error code 1007 (calibraton check failure, cal e, deviation too large) was generated. The customer was sent a new lot of reagent and upon recalibration with the new reagent, a successful calibration was achieved and the issue was resolved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.